Manufacturer narrative:
Conclusion: surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, medtronic received information that during the implant of this mitral annuloplasty ring, the device was explanted and replaced with a bioprosthetic valve due to a failure of the patient's anatomy. There was no failure of the medtronic device, but rather the patient's anatomy could not tolerate the attempted repair. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, the device was explanted and replaced with a bioprosthetic valve due to a failure of the patient's anatomy. There was no failure of the medtronic device, but rather the patient's anatomy could not tolerate the attempted repair. No other adverse patient effects were reported.